Event description:
The customer reported that the spo2 stopped transmitting and that the numerics and waves disappeared.

Manufacturer narrative:
The customer's biomedical engineer reported an occurrence with an intellivue x2 measurement server. Per the customer, "spo2 stopped working". No additional information about appearance or context of failure was provided. It is also unk, at the time of this report, which spo2 accessories were used. Based on the available information, it was described that the spo2 stopped transmitting and that the numerics and waves disappeared. Reseating of the battery restored proper operation of the spo2 parameter. According to the biomed this issue had been observed before. The report from the customer indicates that the spo2 parameter was lost for an undetermined time period. The limited available information about the time period of lost monitoring and about whether or not there were inops is not sufficient to support that there was a healthy risk. In abundant caution, we will report this failure. The intention on monitoring would be in close personal observation as specified in product labeling (instructions for use). In this case, the lack of a functional spo2 parameter, or the lack of spo2 patient data being displayed at the host monitor would be (and was) obvious to users during close observation. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or troubleshoot the monitor. Labeling (IFU) for this device explains how to properly perform spo2 measurements, as well as potential conditions that would cause or contribute to inaccurate/erroneous spo2 readings/results. Such conditions would include incorrect positioning of the sensor (loose sensor, compromised optical alignment), environmental interferences (high levels of ambient light or strobe lights or flashing lights, electromagnetic interference, and excessive patient movement and vibration) & patient characteristics, amongst others. Also humidity could contribute to inaccurate readings. It remains unknown such a condition was present at the time of incident. Philips monitors offer a number of indicators, such as maintenance warnings, technical alerts (inops), pleth waveform and the perfusion index, to warn the user of such conditions and to allow the user to assess the quality of the signal and measured spo2 and pulse rate. For the safe use of pulse oximetry, it is essential to follow good clinical practices, e.g. Proper sensor application and periodically checking the measurement site. The most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4)